Event description:
Unomedical reference number (B)(4). Event occurred in united states. It was reported that the patient had several issues with their pump. Firstly, they mentioned that the pump was slow to rewind and would suddenly power down, resulting in a blank display. Additionally, the clip connection on the pump was broken, causing damage. The customer also mentioned that they had to change the frequency of the batteries. Furthermore, they experienced a dka event that led to hospitalization. However, the treatment for this event was unknown. No further information available.